Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a left colectomy and sigmoidectomy, a side-to-end anastomosis (colon side to rectal end) was created. The anastomosis was evaluated and found to be intact. A double-check was performed using povidone-iodine and air testing, both of which confirmed the integrity of the anastomosis. The day after the surgery, the patient began to exhibit abnormal signs. The symptoms exhibited by the patient were tachycardia, hypotension, and lower abdominal pain. Later on, there was fecal content in the drains that were placed near the anastomosis. Two days after the initial surgery, the patient was taken back to surgery, where it was discovered that the entire anastomosis was open. A take-down of the anastomosis was performed, followed by the creation of an end colostomy. The end colostomy was only temporary, and the patient will be able to undergo restoration of gastrointestinal continuity. The patient is still hospitalized. The patient experienced a septic episode due to the leak and still is under antibiotics. Computed tomography (CT) scan came up clean six days after the second surgery but grew resistant bacteria in the cultures, so he still needs to complete a few more days of antibiotics.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that there is a hole in the staple line. It was reported that the staple line did not hold. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.